Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The physician used a 2.5mm unspecified balloon catheter to pre-dilate the lesion. A 4.00 x 16mm promus element was deployed and implanted to the lesion. A 3.0x15mm unspecified balloon catheter was used to dilate the left circumflex artery and inflated up to 8 atm. When post dilatation was done in the lad by using a 4.0mm x 12mm unspecified balloon catheter at 18 atm, the physician suspected a stent fracture. Using an ivus, they found that the catheter could not cross the stent and the stent was deformed. The procedure was completed by implanting a 3.0 x 16mm non-bsc stent in the middle lad and a 4.0 x 18mm non-bsc stent in the proximal lad. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Age a time of event: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).